Manufacturer narrative:
Batch review performed on 27-jun-2024. Lot 2214524: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department: late infection in cementless tha, 1.3 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Other devices involved: batch review performed on 27-jun-2024. Liner: mectacer 01.29.414 ceramic liner ø 36 / f (not distributed in us) lot. 2217263 : (B)(4) items manufactured and released on 25-oct-2022. Expiration date: 2027-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2247815: (B)(4) items manufactured and released on 05-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 (k103352) lot 2240318: (B)(4) items manufactured and released on 05-jan-2023. Expiration date: 2027-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 3 months after primary, the patient has been revised because of infection which caused stem loosening. No mobilization of the acetabular shell has been detected. The surgeon revised successfully all components and implanted a m-vizion stem with versafitcup dm components and ceramic ball head.